Event description:
It was reported to vyaire medical that the vela ventilator display is flashing. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite confirmed flickering of touchscreen panel. As a resolution, replaced front panel. Ran ovp (operation verification procedure) unit passed all test and runs according to OEM (original equipment manufacture) specifications.